Event description:
It was reported that the spring at the front of the instrument has fractured. This was discovered by the sterile staff in the sterile room, no patients were involved. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G-2-sweden. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: d4, g1-2. Visual examination confirmed that the spring is fractured, but not all pieces returned. Performed dimensional analysis results are within specification. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Based on the available information, the reported event can be confirmed and most likely attributed to wear and tear from repeated use over time in the field. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.